Event description:
The user facility reported to terumo cardiovascular systems corporation that during ( a second lung transplant nad) cardiopulmonary bypass the oxygenator experienced failure in gas transfer. The patient was brought to the operating room, on extracorporeal membrane oxygenation (ECMO), on a non-terumo ECMO circuit. A fx25 oxygenator was used in conjunction with a non-terumo tubing pack. The fx25 and cpb circuit were primed approximately four (4) hours prior to start of cpb. The baseline activated clotting time (act) was 205 seconds, but it was noted that heparin was used as an anticoagulant during ECMO. Prior to cannulation and cpb, a loading dose of heparin was given, and the act measured at greater than 999 seconds. The patient was not actively cooled, and the patient's temperature was maintained between 35-37 degrees celsius. Blood gases were drawn and measured at: blood flow = 3.8l/min; gas flow = 2.5l/min; fio2 = 0.70; paco2 = 42mmhg; and pao2 = 414mmhg. Thirty minutes later, the paco2 and pao2 had dropped, so the fio2 was increased to 100%. Gas sweep continued to be increased with little change to the paco2 and pao2 levels. The decision was made to change out the fx oxygenator. The ECMO circuit (used prior to cpb) was left primed and intact. The clinical team weaned the patient from cpb back to ECMO (for circulatory and respiratory support) at 4:34am. The fx25 oxygenator was replaced with a non-terumo oxygenator. Cpb was re-initiated at 4:50am. The estimated blood loss due to the change out was 260ml, and the delay was approximately 10 minutes. The patient was not in clinical distress at any point during the change out. No additional heparin was given during cpb. The patient had been on heparin prior to the procedure and was, therefore, exposed to long-term blood trauma and hemodilution. The case was completed successfully and as scheduled. The patient was weaned from cpb and placed back on ECMO as was the plan prior to the procedure. The reported gas transfer issue did not appear to lead to patient harm.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. (B)(4).